Manufacturer narrative:
Unique device identifier (UDI): (B)(4). A359 mayfield skull clamp was returned for evaluation. Device history record - the DHR documentation showed no abnormalities related to the reported failure. Evaluation found no device deficiencies related to the reported incident. When the unit is properly positioned and put under pressure, the unit will function properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (a3059) moved during an unspecified procedure. It is unknown if the device failure led to patient injury or surgical delay. Additional information has been requested.